Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable and will continue to be monitored.

Event description:
Additional episodes of post paced t wave oversensing were observed on the device following the reprogramming. Technical support was contacted and recommended further reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.